Event description:
It was reported that the patient's right ventricular lead exhibited under-sensing resulting in intermittent episodes of over-pacing. No intervention was performed. There were no patient consequences.